Event description:
While performing an angiographic procedure, the catheter's shaft burst (outside of the patient's body) during delivery of the contrast agent. Blood and contrast agent sprayed onto the staff. No patient injury or complication was reported.

Manufacturer narrative:
Results: a section of the braided inner lumen proximal to the burst point appeared to have been compressed. Conclusions: the root cause of the burst was indeterminate.